Manufacturer narrative:
It was reported by the abbott care team that the patient had their leads explanted. Patent reported were explanted and replaced on (B)(6) 2012 due to lead migration. Patient did not consent to further outreach from any abbott rep. The results of the investigation are not applicable, and the root cause of the reported migration is unknown. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A UDI is not available for this device as it was manufactured prior to requirement. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-47954, 1627487-2020-47956. It was reported that the patient's 3186 scs leads had migrated. In turn, the leads were explanted and replaced with a 3219 scs paddle lead to address the issue. The paddle lead was clipped by the physician and part of the device was left implanted.